Event description:
It was reported that during a ptca/stent procedure the stents that were placed in the circumflex artery, six days previously, had become occluded. The physican was unsuccessful in reopening the stents. The pt experienced an acute myocardial infarction, which resulted in cardiogenic shock, and the pt died two days later. No other info was provided.